Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a data error alert. The customer¿s blood glucose was in the 200 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.